Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not restart the basal delivery after a suspend before low event. The customer's blood glucose level was 9.6 mmol/l. The customer reported that they did not trust the insulin pump. The customer did the troubleshooting and performed the self test but did not mention the results. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Unit was programmed with test link and test plug simulator. Device communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. Device was monitored and several calibration value was manually enter and device display the programmed valued properly on the display graph. No sensor anomalies were noted. The device feature suspend on low and alert on low working properly. No unexpected low suspend alerts or alarms noted.